Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00443. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was a 100b (watchdog test failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient/user harm reported. The customer biomedical engineer (bme) reported to the philips remote service engineer (rse) that there was a 100b diagnostic code. The watchdog timer was not strobed as expected with 8-ms and a 12-ms window. It was reported to have occurred during a performance verification test (pvt). The customer stated that they replaced the cpu pcba and wanted to restore the serial number. The customer stated that they would call back for remote technical support with the new cpu serial number to obtain purchase options for the device software. Resolution confirmation is pending the customer callback for further remote service. The remote service engineer (rse) received update from customer biomedical engineer (bme) confirming that the replacement cpu board resolved the initial 100b watchdog issue and the option code restoration was successful. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.